Manufacturer narrative:
Model number: 720182-01, lot number: 1000023754, model description: reservoir flat 100 ml. Model number: 72404012, lot number: 0183325006, model description: cxr 14cm. Investigation results: cylinders: the complaint component was returned and analyzed, and the reported allegations of inflation issues and fluid loss were confirmed via product analysis. There was a leak in one cylinder that was the result of a hole due to fold wear in the outer tube at the corner of a fold. The other cylinder exhibited even bulging over the whole length of the cylinder when inflated. There was wear on all three kink resistant tubing down to the suture filament from the pump bulb. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required. Pump: the complaint component was returned and analyzed, and the reported allegations of inflation issues and fluid loss were confirmed via product analysis. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required. Reservoir: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It as reported that the patient's inflatable penile prosthesis did not inflate. Two months later, examination in the hospital revealed that the reservoir had fluid loss. The device was removed two months later. The patient had no further complications. The product was later returned and analysis completed.

Event description:
It as reported that the patient's inflatable penile prosthesis did not inflate. Two months later, examination in the hospital revealed that the reservoir had fluid loss. The device was removed two months later. The patient had no further complications. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.